Manufacturer narrative:
(B)(4). Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Does the surgeon believe that ethicon products involved caused and/or contributed to the post-operative complications described in the article? Does the surgeon believe there was any deficiency with the ethicon products used in this procedure? Citation: journal of ophthalmology. 2018; 10; doi: https://doi.org/10.1155/2018/2347593; [(B)(4).pdf].

Event description:
It was reported via journal article: "title: canaloplasty versus nonpenetrating deep sclerectomy: 2-year results and quality of life assessment" authors: anna byszewska, anselm jünemann, marek rekas; citation: journal of ophthalmology. 2018; 10; doi: https://doi.org/10.1155/2018/2347593. The main aim of this prospective and randomized study was to compare canaloplasty to other non-penetrating procedures in terms of safety, efficacy, and postoperative quality of life. A total of 75 patients (36 female and 39 male) with uncontrolled glaucoma and cataract were randomized for phacocanaloplasty (pc; 37 eyes) or phaco-non-penetrating deep sclerectomy (pds; 38 eyes). During the procedure in pc, a 360 degrees of schlemm¿s canal circumference was catheterized and viscodilated with prolene suture left under tension to distend the trabecular meshwork inward. The conjunctiva was sutured down over the limbus with 1 vicryl 6-0 suture. In the pc group, reported complications included hyphema (n-17) which required an anterior chamber lalvage in the early post-operative period in 1 patient and microhyphema (n-10). The rest of the cases of hyphema resolved spontaneously within 2 weeks. It was concluded that pc leads to a more effective decrease in intra-ocular pressure (iop) than pds in midterm observation with similar safety profiles. Pds patients required a vast number of additional procedures in contrast to pc patients, but this fact did not influence the quality of life.